Event description:
It was reported that during reprocessing that broken cables were found on the large needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported broken wire, however, for clarification the damaged instrument component was a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the pulley and clevis. Additionally, an indentation was found at the edge of the distal pulley. Engineering concluded the damage was most likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.